Manufacturer narrative:
Date sent to the FDA: 12/03/2007. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported, that the device delaminated during placement in an open hernia repair. The device was removed and replaced. No adverse patient consequences were reported.